Event description:
A caller reported experiencing ongoing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed their infusion set and cartridge and resumed insulin. However, the customer continued to experience frequent occlusion issues, resulting in the customer reverting to an alternate method of insulin therapy.